Manufacturer narrative:
H3/h6: one device was returned for analysis of complaint that the device was emitting a supercap power on self-test alarm. A visual inspection revealed a short circuit in the circuit board, as well as a slight odor of burnt components. Testing found the pump will not turn on. Reported problem, super cap issue, was addressed by replacing main board and interconnect board. Probable cause was the interconnect board, main printed circuit board (pcb).

Event description:
It was reported that the device was emitting a supercap power on self-test alarm. Per reporter, battery charge/discharge testing showed everything was functioning properly, but the alarm persisted. Reporter alleges that a visual inspection revealed a short circuit in the circuit board, as well as a slight odor of burnt components. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.